Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that during device changeout, this right atrial lead exhibited noise, oversensing, pacing inhibition and loss capture. This lead was then connected to the new pulse generator, but the issues persisted. This lead was then electrically abandoned and is no longer in use. No adverse patient effects were reported.